Manufacturer narrative:
The device was not returned for evaluation. Failure analysis cannot be completed due to the lack of information received to perform a complete investigation. The device history record review could not be performed since lot number or catalog number was not provided. The reported complaint was not confirmed. Root cause analysis cannot be completed at the moment. Device identifier # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A sales representative reported on behalf of the customer that the a2114 mayfield infinity xr2 skull clamp had visible damage to the area for attaching to the mayfield swivel adapter. The torque knob was also showing signs of not providing enough force. The additional information received on 08apr2019 indicated that the event happened during a posterior cervical procedure on (B)(6) 2019. The device was in contact with the patient however, no patient injury was noted.